Event description:
It was reported that during a total abdominal hysterectomy, the pt had a vaginal bleed 5 hrs post operatively. Blood loss was controlled by uterine artery embolization via angiography. The bleeding was probably from a collateral vessel off the right uterine artery. Pt stayed extra day for observation.